Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" and was not cycling. The customer reported that turbine was replaced and the problem was solved. The customer reported that there was no patient involvement.